Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing severe dry sinuses and woke up with the water in the device gurgling and on face and in sinuses. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging severe dry sinuses and woke up with the water in the device gurgling and on face and in sinused related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. External investigation revealed no signs of contamination on the outside of the device. The device was hooked up to a known good power supply, and power cord, airflow was verified to be operating correctly. Internal investigation showed there were no signs of water ingress in the blower box as well as blower motor. The manufacturer found 1 error code. The manufacturer applied power to the device and verified the airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found.